Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.additional information has been requested, a supplemental report will be sent upon receipt of further detail.

Event description:
Pt . Is ok. We don't have any further info about where on staple line leak was noted. This surgeon has been using the device over a yr and waits 15 seconds and uses it well.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the patient was brought back two days post op due to a leak however the patient's symptoms are unknown. The leaks were repaired using suture. There was found to be two different leaks on the staple line. One leak was at the top where the white load on the jejunojejunostomy and the second leak was at the gastrotomy site. The patient is currently discharged and doing okay. The details on how the device fired on the original case is unknown. The device was discarded.